Event description:
On (B)(6) 2012, the patient contacted animas alleging that she had been experiencing elevated blood glucose (bg) greater than 600 mg/dl with nausea since the previous evening. The patient stated that on (B)(6) 2012, she had dinner and went shopping, and when she returned home her bg was reading "high" (>600 mg/dl) on the meter. The patient stated that she corrected via the pump but her bg remained elevated. The patient then reportedly changed her insertion site and then her bg came down to 177 mg/dl. The patient stated that on (B)(6) 2012 her bg elevated to 585 mg/dl after eating yogurt. The patient stated that she again changed the insertion site and corrected via the pump, and her bg remained over 500 mg/dl. The patient reportedly later received an occlusion alarm and noted at that time that the infusion set tubing was loose from the cartridge. The patient reportedly tightened the tubing and when she came home from work she delivered another correction via the pump but her bg remained elevated. The patient stated that an hour prior to contacting animas customer support, her bg was 299 mg/dl after the correction. The patient stated that she had changed the insertion site four times and the cartridge once since the previous evening when bgs began to elevate. The patient's bg at the time of the call to animas customer support was reportedly 291mg/dl. Troubleshooting indicated multiple contributing factors to the reported bg excursions, including use of areas with scar tissue for insertion; inadequate site rotation; bent cannulas; incorrect insertion technique; incorrect cartridge preparation technique; and improper connecting of the tubing to the cartridge. Customer support walked the patient through changing the site, set and cartridge, and advised the patient on correct techniques. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. This complaint is being reported because use error with incorrect cartridge prep and attachment to the infusion set contributed to the alleged hyperglycemic events.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: a retained cartridge sample from lot # b201861 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge is currently not being returned to animas, as troubleshooting indicated the reported bg excursions can be attributed to use error and not to a possible malfunction of the device. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.